Event description:
When stabilizer ((B)(4)) was removed from the dispenser, the distal tip was confirmed to be deformed. Therefore, a different guidewire (treasure) was used instead and the procedure was completed successfully. The complaint product was not clinically used. No product return. There seemed to be slight spaces between the coils at the distal portion. The product was stored and handled per IFU.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
When stabilizer was removed from the dispenser, the distal tip was confirmed to be deformed. Therefore, a different guidewire (treasure) was used instead and the procedure was completed successfully. The complaint product was not clinically used. No product return. The reporter indicated that 'there seemed to be slight spaces between the coils at the distal portion.' The product was stored and handled per IFU. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10017147. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.